Event description:
It was reported that during a recanalization procedure in the tibioperoneal trunk, the support catheter was allegedly found to be lodged and would not advance to remove from the patient¿s peroneal artery with the catheter. Reportedly, the device was removed from the body with extreme difficulty. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 6fr recon support catheter loaded onto a crosser iq was returned for evaluation. During visual evaluation, hub of the support catheter was detached. Also, the distal tip of catheter and sheath was observed to be buckled/bunched. No functional test was performed. Based on the findings, the investigation is confirmed for the material deformation due to distal tip of catheter and sheath was observed to be buckled/bunched and the investigation is also confirmed for the detachment issue due to hub of the support catheter was detached. However, the investigation is inconclusive for the reported retraction issue as the condition of use cannot be replicated in the laboratory condition. A definitive root cause for the reported retraction problem and identified material deformation and detachment issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2025), g3, h2, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the tibioperoneal trunk, the support catheter was allegedly found to be lodged and would not advance to remove from the patient¿s peroneal artery with the catheter. Reportedly, the device was removed from the body with extreme difficulty. There was no reported patient injury.

Manufacturer narrative:
8.16 h10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a recanalization procedure in the tibioperoneal trunk, the support catheter was allegedly found to be lodged and would not advance to remove from the patient¿s peroneal artery with the catheter. It was further reported that the tip of the support catheter allegedly got frayed and a part got stuck in the patient's vessel wall. Reportedly, the catheter was removed with difficulty and a dissection was occurred to remove the device and additional procedure to taper and close the lesion was required. The current status of the patient is unknown.